Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt called to report that he is experiencing problem with his hip implant. He believes that it is a reliance hip stem. Has pain from his hip through to his groin. He has to walk with a walker. His thigh is numb and when he sits, and gets up, he can barely move. Pt said that he did report this to the FDA."